Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the device was ¿not working.¿ it was noted to be dead and that it would not take a charge. The caller was unsure when this became an issue for the patient. The initial reporter was contacted again for follow-up. However, the patient has not called back to update the initial reporter and the initial reporter had no further information. There was no managing physician information available because the patient had moved recently. The patient was provided information so that she could get a hold of a manufacturer's representative. No symptoms, interventions or outcome were reported regarding this event. However, no further follow-up was possible. The initial reporter had no further information, there was no information regarding a managing physician, and no report of any involvement with a manufacturer's representative.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a loss of therapeutic effect. The patient recently retired from the military and the implantable neurostimulator (ins) was not working, and the cords were bunching up in her back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient needs to get an injection and their pain management clinic won't do it until they know if they can do it with the implanted device. The patient said the device isn't working. The patient said she fell right before she got the paperwork to leave the military in hi and move back home. The patient hasn't had the resources, she lives in a small town. The patient said it won't charge. They questions if it doesn't work because of the patient's fall. The patient wants to find out why it's not working to begin with. The leads are also protruding. The patient said, they have always kind of been like that because the patient is pretty small, but it got pretty bad around 2016. The patient has an appointment on monday (B)(6)2019 and the patient would like a rep there. No further information was reported.